Event description:
It was reported that the user's hearing with the device is affected. More information will follow.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode as reportedly, the recipient had a cold and was blowing his nose. Reportedly, the recipient is hearing better again. Further, in situ measurements show several channels with hi status due to undetermined reasons. Despite requested, no further information has been received.

Event description:
It was reported that the user's hearing with the device is affected. Reportedly, the user had a cold and congestion and was blowing his nose constantly. Reportedly, the cold was getting better and the user's hearing performance has improved again.